Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose levels were not provided at the time of the incident. Troubleshooting was provided for the insulin pump error alarms. The alarms were cleared however the insulin pump did not pass the self test. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 58306 and file ID 12319. Unable to determine the root cause per r&d. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 6 of the ambient light sensor.